Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-2352-70 serial/lot #: (B)(4)/1054087 description: linear 3-4 lead, 70cm model#: sc-4318 serial/lot #: (B)(4) description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a (B)(6) at the midline and pocket incision site. Symptom was puss that coming out from the patient's wound. It was noted that the infection was not device related. The patient underwent an explant procedure and was prescribed antibiotics. No device malfunction was suspected. The patient was doing well postoperatively.